Manufacturer narrative:
A1, patient identifier (in confidence), a2, age at the time of event, and a3, gender: no specific details for patients with an implanted gore device related to adverse events reported in the article have been provided. Therefore, data provided reflect gore's internal number for this case. Age and gender are means/majorities according to the article. Where appropriate, it was decided to provide the number of patients associated with a adverse event relevant to the gore® cardioform septal occluder. B3, date of event: as the article does not provide a date of event, the publication date of the article 26-jun-2024 was selected as best estimate of the event date until further notice. D6a, if implanted, give date: the article does not provide individual implant dates relative to the reported adverse events concerning the gore® cardioform septal occluder device. Therefore, the date range of the study was provided. H3, other code: according to the article, it appears all gore® cardioform septal occluder devices remain implanted. H6, investigation findings the serial numbers for the implanted devices are unknown. Therefore, a review of the manufacturer gore intends to contact the corresponding author of the article for additional information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: steiner, k. Et al. (2024) ¿same-day discharge after percutaneous closure of persistent foramen ovale using intracardiac echocardiography and the gore septal occluder,¿ frontiers in cardiovascular medicine,11, pp. 01- 06. Doi: 10.3389/fcvm.2024.1408543. This retrospective, single centre, register based cohort study aimed to assess the same-day discharge (sdd) feasibility and, safety, and incidence of complications in patients undergoing patent foramen ovale (pfo) using the gore® cardioform septal occluder (gso). The secondary aim was to analyze the efficacy of femoral vein access closure with perclose proglide¿. Between march 1, 2017, and june 30, 2020, 262 predominantly male patients were included with a mean age of 46.3 years, of which 261 received the gso device. Cryptogenic stroke was the indication for all pfo closures in this study. Prior to the pfo closure procedure, transesophageal echocardiography (tee) and transthoracic echocardiogram (tte) imaging with a bubble test were performed to verify the pfo condition. In all patients, the gso device was delivered via the femoral vein and pfo closure was performed according to IFU using intracardiac echocardiography (ice) for intraprocedural imaging. Post procedure, patients were observed for 4 to 6 hours, including a bedside tte to confirm the device position in situ as well as the absence of pericardial effusion. Additionally, dual antiplatelet and anticoagulant medication therapy was started, the latter of which considered the patients¿ individual preexisting therapies and comorbidities. As for the result for the primary study aim, sdd was achieved for 94% of patients (246 of 262). The article reports that drainage of pericardial effusion in two patients and post-procedural atrial flutter in one patient were the reasons for delayed hospital discharge. The article also reports that type 3b (cardiac tamponade) bleeding complications following the barc definition in two patients, atrial fibrillation in 16 patients warranting electric cardioversion, and fever in four patients were the reasons for post-procedural readmissions and emergency room visits. As for the result of the secondary study aim, 166 patients (63%) received the perclose proglide¿ system for femoral vein access closure. One patient underwent surgery due to an arteriovenous fistula five weeks post-pfo closure. Overall, there were no differences in complications between patients who received the perclose proglide¿ device and those who did not.

Event description:
The article also reports type 3b (cardiac tamponade) bleeding complications according to the barc definition in two patients, atrial fibrillation in 16 patients warranting electric cardioversion, and fever in four patients were the reasons for post-procedural re-admissions and emergency room visits. Additional information received from the physician stated that atrial fibrillation and flutter were considered minor complications related the device implantations and some patients received beta blocker therapy. One patient underwent surgery due to an arteriovenous fistula five weeks post-pfo closure. Additional information received from the physician stated that the fistula was a complication related to the procedural puncture of the femoral vein. However, no allegation against a gore device was made in this context.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. B5, describe event or problem: updated portions of the event description as additional information was received from the corresponding author of the literature article. H6, medical device problem code: code a24, adverse event without identified device or use problem: this code was selected for pericardial effusion and cardiac tamponade. No item- and serial numbers for the medical devices involved in the reported adverse events could be obtained. Therefore, a review of the manufacturing papers could not be performed. Also, the devices associated with those adverse events reported in the article remain implanted and device evaluations were therefore not performed. Additional information received from the corresponding author stated that device implant dates, item and - serial numbers as well as patient details were not available, the latter for patient data protection regulations. The available information stated in the literature article does not suggest a device malfunction with respect to device performance. No further information was provided to gore for the reported adverse events. Based on the incident description and the subsequent investigation, we are unable to determine the cause of the reported incidents and assign a root cause. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: significant pleural or pericardial effusion requiring drainage, new arrhythmia requiring treatment, pericardial tamponade.